Event description:
The customer reported that the autopulse li-ion battery sn: (B)(4) does not hold a charge and would not power up the autopulse platform. The customer provided no further information. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.